Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side "radial folds compatible with folds inside the implants" and "sparse cysts on both breasts, measuring up to 1.7 cm." The event of "nodule in the right breast with probably benign features" is not device related. Healthcare professional later reported " large amount of seroma." Device remains implanted.